Event description:
A customer reported experiencing a cartridge alarm issue during the pumping process. There was no adverse impact on the customer¿s blood glucose level. The customer attempted to load a new cartridge following the proper technique but encountered the same alarm. Consequently, technical support decided to replace the pump. The customer was informed about the dispatch of a replacement pump with updated software and assured that training would be available through their tandem source account. Technical support provided guidance on storing the old pump and returning it via ups, which the customer acknowledged and understood.